Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Spring lockout tab, incomplete cycle. Batch # m53822. Additional information requested and received: did both devices deliver a partial cutline and partial staple line? --- yes. Did they have to cut the first device off the tissue? --- no information. How was the second device removed from tissue? --- no information. The analysis showed that the ats45 device (a) was received in good visual condition and with two cartridge reloads present. Cartridge (c) tr45w, k5e400 was received partially fired 1/3 and with normal lockout. Cartridge (d) tr45w, l53m4y was received partially fired 1/3 and with the spring lockout tab damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during an open hepatectomy, the trigger became not to be grasped about short of an about half of the 1st firing on the hepatic vein. Then, the 2nd device was used to remove the 1st device, but the firing stopped as well though the 2nd device was fired on the nearer center side than the 1st firing. The cartridges were white. Suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Spring lockout tab, incomplete cycle. Batch # m53822. Additional information requested and received: did both devices deliver a partial cutline and partial staple line? --- yes. Did they have to cut the first device off the tissue? --- no information. How was the second device removed from tissue? --- no information. The analysis showed that the ats45 device (a) was received in good visual condition and with two cartridge reloads present. Cartridge (c) tr45w, k5e400 was received partially fired 1/3 and with normal lockout. Cartridge (d) tr45w, l53m4y was received partially fired 1/3 and with the spring lockout tab damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during an open hepatectomy, the trigger became not to be grasped about short of an about half of the 1st firing on the hepatic vein. Then, the 2nd device was used to remove the 1st device, but the firing stopped as well though the 2nd device was fired on the nearer center side than the 1st firing. The cartridges were white. Suture was performed to complete the case. There were no adverse consequences to the patient.